Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired. Through follow-up with the health-care provider, a copy of the patient's operative report was received. According to the operative report, the patient was admitted with mixed aortic valve stenosis and regurgitation with a bicuspid aortic valve, a dilated ascending aortic aneurysm with a maximal diameter of 5.5 cm, diminished left ventricular function, ejection fraction of 30% with a patent left internal mammary artery graft and a patent sequential saphenous vein graft. A sternotomy was completed and the cardiopulmonary bypass (cpb) was initiated. The patients (native) aortic valve leaflets were excised and the aortic annulus was debrided of calcium with rongeurs. The edwards valve was implanted and was noted to be seated well in the annulus and all sutures were tied down securely. With intra-aortic balloon pump assistance, the patient was weaned from cpb, requiring intravenous pressors and inotropes. The heart was hypocontractile with high pulmonary artery pressures. Cardiac outputs measured 3.5 l/m. The patient became progressively hypotensive and bradycardiac in the operating room despite intravenous pressors, inotropes, and ventricular pacing. The patient had subsequent cardiac arrest and was pronounced dead at 12:53 pm on (B)(6) 2010. Furthermore, there have not been any allegations that the edwards device caused or contributed to the patient's death; no device malfunction reported.